Event description:
No sample or picture was available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. Based on the problem description an ivenix set defect was not identified. The customer complaint cannot be confirmed. The root cause cannot be identified based on the kit autopsy, due to no sample or picture are available for evaluation purpose. The current process controls detection includes 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift . This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line, 4) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: mayo states that the tubing touched the screen and stopped an infusion. And another set that changed the rate. Biomed stated this needs to be filed as complaint. Waiting for set type, pump serial # and if patient harm. Fresenius kabi is submitting this as a conservative measure due to the report of a stopped infusion. No adverse effects were reported. Additional information is needed to complete the investigation.